Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection was performed with the naked eye which identified the tube was disconnected from the y connector. It was further noted that residual solvent was present on the tube, however, the amount was minimal. The reported condition was verified. The cause of the condition was manufacturing related in that insufficient solvent had been applied onto the tube during the manual assembly step, which led to a disconnection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tube of an unromantic y type tur set separated from the y-connection. The issue was identified before patient use. There was no patient involvement. No additional information is available.